Event description:
Found during testing. According to the reporter, when the device is powered on, the power led flashes on, but device won't turn on. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently not power up on battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.